Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, damage was seen on this right ventricular (rv) defibrillation lead. When the physician screwed down the pace/sense terminal pin in the device header, he wanted to ensure the lead was secure, so he drew down on the electrode body. Interference was noted on the electrocardiogram, and it was noted that the terminal pin and the electrode body were no longer linked. The pace/sense portion of this lead was surgically abandoned, and a new pace/sense lead was implanted. The shock portion of this lead remains in service. No adverse patient effects were reported.